Manufacturer narrative:
During testing, the reported issue was confirmed: the image was uneven due to damage to a damaged charge coupled device. During visual inspection, the following additional issues were found: the universal cord was cut; the video connector case was cracked; the video connector was cracked; and the light guide connector was deformed. The following components were scratched: the bending section cover; the control unit; the hand grip; the up/down plate; the right/left plate; the lock engagement lever; the light guide connector; the light guide cover glass; switch button 1; and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the loaner endoeye flex deflectable videoscope had an image abnormality. The device was returned to olympus for evaluation. During evaluation, the device was found to have peeling adhesive on the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely however the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities". Olympus will continue to monitor field performance for this device.